Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was fractured and exhibited shock impedance measurements of greater than 200 ohms, pacing impedance measurements of greater than 2000 ohms, noise, oversensing, pacing inhibition, inappropriate anti-tachycardia pacing (atp), and an inappropriate shock. A code 1005 was observed on the device which indicated an open circuit was detected during shock delivery. Technical services (ts) discussed lead replacement. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the system was explanted and replaced with a competitive system. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was fractured and exhibited shock impedance measurements of greater than 200 ohms, pacing impedance measurements of greater than 2000 ohms, noise, oversensing, pacing inhibition, inappropriate anti-tachycardia pacing (atp), and an inappropriate shock. A code 1005 was observed on the device which indicated an open circuit was detected during shock delivery. Technical services (ts) discussed lead replacement. No adverse patient effects were reported. The lead remains in service.